Manufacturer narrative:
The excor driving tube, lot no. 00131538, was used from (B)(6) 2023 until the driving tube was replaced on (B)(6) 2024 (254 days). We have reviewed the production records of the excor driving tube lot no. 00131538. This product was produced according to our specification. The affected driving tube will not be returned to (B)(6) for investigation, as the clinic has already disposed of the affected product.

Event description:
The korean distributor contacted (B)(6) on (B)(6) 2024 to report that on (B)(6) 2024 a small crack occurred in the excor driving tube, red ø 6/8 mm l 2 m. It was due to a mistake by a medical staff, and the affected driving tube was temporarily sealed with tape. The clinic decided to replace the affected tube with a new driving tube. The patient proceeded with weaning due to heart recovery on (B)(6) 2024. According to the site, the driving tube in question was already discarded after replacement and thus will be not returned to (B)(6) for investigation.